Event description:
The customer reported that the system would intermittently not save images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A clean load of software was performed and the software parameters were reloaded. The wiring harness in the workstation was also replaced. The system was tested and found to be working as intended and put back into service.